Manufacturer narrative:
It was reported by the medical supply company that the end user experienced a fall. According to the end user's daughter that that during a daily dressing change she was performing to her father's left leg for edema she lifted up his left leg and the transport chair tipped backwards, resulting in her father falling backwards and hitting his head on the ground. The end user's daughter reported that eh paramedics were called and the end user was transported to the hospital where he received 5 staples to the back of his head for a cut that he sustained during the fall. The end user's daughter reported that the end user was treated and released the same day without further incident. The device was returned for evaluation and was found to have both push handles fractured at the welds possibly due to the impact from the fall. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end user was sitting in the chair when the chair flipped backwards and the end user fell to the ground hitting his head.